Manufacturer narrative:
An event regarding loosening involving an unknown cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to loosening of the femoral stem. Intraoperatively, the stryker cement mantle was also found to be loose. An accolade c stem, stryker cement, femoral head, and poly liner were revised to a restoration modular stem construct, lfit v40 head, and an mdm liner construct (rep confirmed there was no dislocation. The liner was revised prophylactically to ensure stability). Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.